Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patella trial was cracked and chipped and the surgeon would like it replaced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that the patella trial was cracked and chipped and the surgeon would like it replaced. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the attune medial dome pat trl41mm's surface: 1) light scratches on its overall surface, indicative of highly repetitive usage; 2) deep scratches on its convex surface; and 3) a lateral portion broken. Broken fragments were not returned for evaluation. Light scratches were identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Potential cause for both scratches and breakage observed can be traced to unintended use error conditions, as the scratches can be consistent with other tools and hard edges coming in contact with the device; and the breakage can be consistent with exposure to unintended forces like usage of excessive force in a prying motion while trialing. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Even though no cracks were observed on the device surface, reported condition can be confirmed as a propagation of this condition may had lead to the breakage observed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the attune medial dome pat trl41mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.